Event description:
It was reported that the patient presented with low back pain with equal bilateral lower extremity pain, radiating below the knees. The patient also feels weakness of legs with associated numbness. The symptoms failed conservative treatment. The patient underwent a tlif with laminectomy l4-s1 to treat disc bulge and spondylosis l4-5 greater than l5-s1, resulting in severe central canal stenosis. Kkb posterior instrumentation system, peek interbody spacers, rhbmp-2/acs and local bone were used. Per the op notes, the bmp was placed anteriorly within the disc space and within the interbody device. Post-op day one, the patient had complaints of lower extremity pain with continued mild lower extremity weakness. Patient was discharged on pod 3. At 29 days post-op, the patient presented with back pain. Per the physician's notes, the "severity level is moderate-severe. The problem is fluctuating. The patient describes the pain as an ache and throbbing." At 76 days post-op, the patient presented with ear discomfort, back pain, and depression. Ear canals revealed cerumen impaction. Canals were lavaged without difficulty. The patient continued to present for physical therapy on a regular basis, and underwent multiple steroid injections in an attempt to treat his symptoms. Post-operatively, it is alleged that the patient developed numbness, uncontrollable twitching, inability to control muscles in the ankle and foot, and nerve damage.

Event description:
One month post-op rehabilitation report states the patient reports having a rough recovery following the l4-s1 fusion and "states being out of it and not remembering much for the first four to six weeks following surgery due to the medication." The patient states his left leg numbness and weakness has increased and that his left hip has been "popping" since surgery and it did not prior to. The patient reports an incident three weeks prior where he stepped on the side of the driveway and his left leg gave way, causing him to fall. He felt a"severe tearing and burning sensation." Additional comments state that "the patient is being too active at this stage of recovery." Patient continued rehabilitation over the course of the next two months.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.